Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for device check. Upon interrogation, the right atrial lead exhibited low impedance and noise causing ams episodes. No intervention was performed.